Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v430990, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was a high impedance issue on (B)(6) 2016. The patient was due to have a normal battery replacement today. The manufacturer representative ran impedances on the patient a few months back and impedances were good. They tried to run impedances before the implantable neurostimulator (ins) replacement, but the ins was already dead. When they replaced the ins, the impedances were all out, so the manufacturer representative tried running at a higher voltage and got the same results. The manufacturer representative opened a cable to check the lead and got intermittent responses on electrodes 1 and 2. The patient was getting motor responses on these, but the stimulation felt like zapping. The manufacturer representative asked the health care provider (hcp) what they wanted to do and they wanted to try a different ins, which was eventually implanted, but the same issue was occurring, so they then decided to replace the lead. Replacement of the lead resolved the issue. The initial lead that was in the patient was thrown away. It was unknown if the patient recovered completely. The indication for use for this patient was gastrointestinal/pelvic floor. Refer to manufacturer's report # 3004209178-2016-19809 for the patient's previous ins and manufacturer's report # 3004209178-2016-19811 for the same ins being dropped in water after explant and analysis of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.